Event description:
It was reported that the 9800 sys was losing images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced hard drive. Sys operates as intended.